Event description:
It was reported that during deployment of a stent graft in the bend of a looped av graft, the outer catheter broke and the stent graft could not be deployed. The device was removed and another stent graft was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the safety clip was missing upon receipt. The gray outer sheath was torn off approximately 59mm from the strain relief at the catheter reinforcement area. The stent graft was found to be partially deployed 2mm from the distal end of the outer catheter. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed, as the stent graft was returned partially deployed. Per the reported event details, it was noted that the delivery system was advanced through a looped av graft. There is a specific precaution listed in the IFU that indicates that the safety and effectiveness of this device have not be established when used around a tight bend in a looped av graft. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide the patients details of age, sex, weight, and relevant history, which has been updated in the appropriate sections.